Event description:
It was reported the colonovideoscope was infiltrated. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the colonovideoscope was infiltrated; however; this was incorrectly reported as the device evaluation found there was a water leak incident between the scope connector case and the bending section cover. Per the legal manufacturer, this water leak is not likely to cause or contribute to death or serious injury if the malfunction were to recur.